Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury related to essure"), bladder disorder ("bladder problems"), cystitis ("bladder infections"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vag infections") and vaginal discharge ("vag discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder, weight increased, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury related to essure"), bladder disorder ("bladder problems"), cystitis ("bladder infections"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vag infections") and vaginal discharge ("vag discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder, weight increased, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.